Manufacturer narrative:
(B)(4). Product discarded. Concomitant medical products: stryker 32mm metal ball. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial surgery using competitors products due to reoccurring dislocations. Subsequently, a patient underwent a revision procedure where a biomet shell and liner were implanted. Following the revision, the patient suffered massive infection and required multiple washouts.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial surgery using competitors products due to reoccurring dislocations. Subsequently, a patient underwent a revision procedure where a biomet shell and liner were implanted. Following the revision, the patient suffered massive infection and required multiple washouts.